Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center had a loose bayonet (with image). The device was returned for evaluation. During the device evaluation, failures of the video cable connectors was found. The patient was not under anesthesia, there were no reports of patient harm, or delay. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 name and phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is likely that a loose scope socket led to the malfunction of no image when shaking the conector. Olympus will continue to monitor field performance for this device.